Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
The needle did not fall into the patient cavity.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device did not hold the stitch. The needle fell out of the jaws. To correct this condition, a new device was used.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the suturing device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Dimensional, visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Trending: a review of the current historical complaint data reveals that this failure mode and/ complaint mode (needle disengaged) was identified as a trend on (B)(6) 2016). The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.